Event description:
The pump was returned for investigation. Evaluation revealed battery compartment threads are damaged. This report is made based on results of investigation completed on (B)(6) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: the pump powers with returned battery cap. Battery cap is unable to fully tighten. Battery compartment threads damaged. A power loss was not observed. Battery cap is able to be removed without difficulty. Batter cap threads intact. Battery cap is able to fully tighten on a test pump. No damage to battery cap observed. (B)(6).